Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 10psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
There are no previous complaints on the device. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) test failed at 12%. Failed under the required parameters and needed to be calibrated. The pump recalibrated from 309 to 301 confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report that during the preventive maintenance (pm), that after confirming with multiple tests, the psi did not exceed 12 which was significantly below the required 22, after diagnosing through the calibration screen on the pump it was found that the sensor would not read a value below 300. No patient was involved.